Event description:
An altitude alarm was reported on the pump, causing the customer's insulin to be suspended. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and attempt to reconnect the cartridge; however, the issue persisted. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump was sent.